Event description:
It was reported by the customer for about 4-5 months, nurses have found the extension set breaks during use, causing leaking of chemotherapy and biological fluids during infusion in pediatric patients around 4-5 years old. Additional information received on 7/25/2024: it was reported by the customer it was necessary to remove the needle and replace the reservoir with a new one to continue treatment, causing exposure of patient and healthcare professional to blood and cytotoxins. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.